Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of common femoral artery after an interventional procedure. Reportedly, the suture was deployed in a pt with a graft at the junction of the superficial and common femoral arteries. During advancing the knot the skin began to "appear puckered" and found that the suture had deployed in the tissue track. The physician using a scalpel cut the suture and removed it from the tissue track. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.